Manufacturer narrative:
The reported event of high threshold and an abnormal curve at the end of distal part of the lead were not confirmed, while the lead helix tip component stuck with heart tissue was confirmed. A complete lead was returned in one piece with stylet inserted in the lead. Visual and x-ray examinations of the connector region found the helix extended, bent and clogged with blood/tissue, consistent with the procedure damage. Visual examination of the distal region did not find an abnormal curve. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a left bundle branch area pacing (lbbap) implant procedure, the right ventricular (rv) lead could not be located at the target area, and high thresholds were noted. When an attempt was made to reposition the rv lead, it was noted that the helix was stuck on the heart tissue and the tortuous curve of a vessel. The rv lead was removed, and heart tissue was affixed at the end of the lead tip. The lead had an abnormal curve at the end of the distal portion. Another rv lead was implanted with no issues, and no adverse health consequences to the patient.